Manufacturer narrative:
(B)(4).

Event description:
It was reported that during system setup for a da vinci si surgical procedure, a hospital employee felt a little shock when assisting with draping of the camera. The hospital employee had the camera head in her right hand and the shock occurred when she grabbed the camera cable and the silver handles on the camera with her left hand. No additional harm was reported.

Manufacturer narrative:
Investigation was conducted by a field service engineer (fse). The fse evaluated the system by performing an electrical safety test and physical inspection. The fse was unable to recreate the customer reported failure mode. As a precaution, the system camera and camera cable were replaced. As of may 13, 2010, there have been no reported recurrences of the issue at this hospital.